Event description:
The customer stated that she tested her blood glucose using her breeze2 and freestyle meters. The freestyle meter read 142 mg/dl, while the breeze read 299 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meter were returned for evaluation. Replacement products were sent to the customer.